Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation one day after initial implant, the right atrial lead was dislodged. The patient was asymptomatic. No intervention has yet been performed.

Event description:
New information reported that the lead was repositioned on (B)(6) 2018. The patient was stable post-procedure.